Event description:
The lay user/patient contacted lifescan (lfs) on march 25, 2007, and alleged that the meter would not power on. The patient reported that she did not know how to use the meter, as she is new to it, and that there was nothing wrong with the meter. It is not known, if the patient bases her diabetes treatment on meter results or if she had used another meter in the past. In 2007l, the patient had symptoms of tunnel vision, confusion, and dizzy. She then began to have a hypoglycemic seizure and was taken to the emergency room. She was treated with IV glucose. It would have been helpful to know how long she was unable to test her blood glucose, if the patient had any symptoms prior to the event, her medication regimen, if her regimen was changed when unable to test, her testing frequency, the result at the hospital and her length of stay in the hospital. The customer care advocate assisted the patient over the phone and was able to resolve the power issue. This complaint is being reported, although the meter is not malfunctioning, the patient alleged she was unable to test and during that time she became hypoglycemic and required treatment. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.